Event description:
It was reported that the patient presented one day post implant with low pacing impedance, and variable sensing and capture threshold values exhibited by the right ventricular lead. The lead was also noted to have lost slack. The patient was scheduled for revision, where it was observed that lead insulation was damaged under the suture sleeve. The lead was explanted and replaced. The patient was stable.